Event description:
It was reported that the small pin that holds the jaw of the grasper unit fell out. It was further reported that the unit was not used during a procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.